Event description:
It was reported that on 2015 (B)(6) the healthcare provider (hcp) had difficulty filling the pump during pump refill. The patient had complained of lack of therapy. The pump still had the majority of its battery life but the hcp elected to replace the pump. The catheter was aspirated and the hcp was able to get 2ml of drug. It was determined that the catheter was patent. It was unknown what the pump performance issue was. Other troubleshooting was unknown. The pump was explanted and replaced on 2015 (B)(6) with a larger 40ml pump. The patient¿s therapy was continued after the replacement; however, outcome was not provided. The device system delivered morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis of the pump found no anomaly. The lab did not encounter any reservoir access issues during the non destructive process. All pump logs are clean, meaning, no motor stalls, motor stall recoveries, or errors of any kind had ever happened with this pump. The fluid path was destructively analyzed with no anomalies found. Eval code-result no longer applies. Eval code-conclusion replaced.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.